Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pod pal adhesive caused the patient's skin to be itchy, irritated, red and uncomfortable. The patient consulted the doctor and was prescribed an ointment aflumycin for treatment.